Manufacturer narrative:
A steris service technician inspected the unit and found that the steam leak had originated from the pressure regulator valve. The technician rebuilt the pressure regulator valve, ran a test cycle and confirmed the unit to be operational.

Event description:
The user facility reported steam was leaking from their sterilizer. The fire alarm was activated and the fire department was dispatched. The building was not evacuated and no injuries or procedural delays/cancellations were reported.